Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 42 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain and swelling. Revision surgery operative notes were provided. Post operative diagnosis noted right knee polyethylene associated synovitis and right knee lateral patellar spur. Intraoperatively, the surgeon observed proliferative synovitis in the medial gutter, a significant lateral patellar spur. It was noted that the existing polyethylene insert showed some evidence of posteromedial wear. The femoral component and tibial component were tested manually for stability and did not demonstrate any instability intra-operatively. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
Related case: (B)(4). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected investigation clinical codes.